Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 04/09/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The pcb00 unit was returned in its original box. The plunger was observed in advanced position where the two (2) hatch marks on it were not visible. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge loading zone. The rod tip overrides the lens in cartridge. The tip of the rod was observed bent (pointing backwards/u shape). Possibly the lens was stuck first and then by continue pushing, an override occurred, and the rod tip was bent. The leading haptic was observed detached. The detached haptic piece was observed at the cartridge tube. Residues of viscoelastic was observed at the cartridge tube and tip. The condition observed is consistent with a unit that has been handled and used. The reported issue as iol partially delivered could not be verified. However, stuck in cartridge was observed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Based on the evidence observed, the unit was handled and prepared for surgical use. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens got caught up and could not come out of the nose cone. There was patient contact with the lens. There was no incision enlargement, no vitrectomy, no sutures required, no patient injury. No further information provided.